Event description:
Reporter indicated that the pt experienced a seizure that lasted 30 minutes. It was reported that prior to that, the pt had not had any seizures since the vns was programmed on. Subsequently, the pt was seen at an office visit and a system diagnostics test obtained high lead impedance indicating a possible lead malfunction. The pt's device was programmed off. The pt's generator and lead were explanted. Explanted products returned to manufacturer are pending product analysis.

Manufacturer narrative:
Device malfunction is suspected but did not cause or contribute to a serious injury or death.